Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system appeared to have been run into the corner of a table as the source louver cover was bent. They also noted that the system was still in use and the physical damage did not impact its functionality. There was no patient present when this issue was identified. Onsite investigation confirmed the physical damage done to the cover, the field systems engineer was able to adjust the face plate back into position without needing to replace it. He also replaced the mobile view station (mvs) bulkhead connector due to intermittent connectivity issues with the navigation system. Issue was resolved. No further issues were reported. Analysis of the returned bulkhead connector confirmed the damage as it was found worn and not forming a tight lock allowing it to shift and only maintain an intermittent connection. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system appeared to have been run into the corner of a table as the source louver cover was bent. They also noted that the system was still in use and the physical damage did not impact its functionality. There was no patient present when this issue was identified.